Manufacturer narrative:
A philips remote service engineer (rse) talked to the customer to resolve the issue. The customer had some questions regarding the bed to bed monitoring which the rse answered. The case was then closed without clarification of the issue or resolution. Good faith efforts were made to obtain additional information regarding the root cause and resolution of the issue however no information was received. Their is insufficient information to rule out a product malfunction. The customer had questions that were answered by the rse however details regarding the conversation are unknown. The customer agreed to close the case after the conversation with the rse. Additional information regarding the cause and resolution of the issue was requested however no information was received.

Event description:
The customer reported that bed to bed monitoring was not working. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that bed to bed monitoring was not working. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.